Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 3.00 x 28mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of proximal stent damage with struts lifted. The undamaged crimped stent outer diameter was measured by snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The patient presented with ischemic heart disease. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the proximal side of the stent was lifted. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The patient presented with ischemic heart disease. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the proximal side of the stent was lifted. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.